Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned one guide wire that had two kinks in the middle of the wire along with a catheter and a photograph of the guide wire. Microscopic examination confirmed the kinks and that the guide wire was intact. The guide wire was measured and found to be within dimensional specifications. The catheter appeared typical but used with no damage or defects observed. The returned guide wire was inserted into the catheter's distal lumen and passed with only slight resistance. No blockages were found. A review of manufacturing records did not yield any relevant finding. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damaged during use. Based on the observed damage and the reported information that it occurred during insertion, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the general ward, the guide wire was found kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. Note: the physician thinks the dilator is too soft which leads to the kinking of the wire.